Event description:
It was reported during withdrawal of this guidewire from another MFR's diagnostic catheter during a cardiac diagnostic procedure, the tip of the guidewire detached in the diagnostic catheter. The diagnostic catheter and wire tip were removed from the pt as a unit. Another guidewire was used to successfully complete the procedure. No pt complications resulted from this event. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the wire was returned in two pieces. The proximal segment of the guidewire measured 172.7 cm. The outer coil was missing, extending from the distal end to 14.8 cm. The distal segment of returned guidewire measured 22.2 cm and was slightly elongated. Fifteen cm of core wire was exposed and approx 7 cm of core wire remained in the broken coil held by the ball weld. Circumferential scrapes, where the teflon was scraped off, were located on 2 coils proximal to the coil break. Co's follow up indicated this device was being used in a cardiac diagnostic procedure, which is a non-indicated use of this device. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's direction for use state: "not intended for use in coronary arteries - warning: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy."